Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device could not be determined. It is possible that there was an issue with the charge coupled device unit's assembly due to the use of an adhesive which was not adapted to the load temperature collective and to an insufficiently formed adhesive layer, unacceptable tension in the area of the assembly due to asymmetrical alignment of the spring to the cover holder before the bumper sleeve is joined, or pre-existing damage to the assemble due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video telescope "endoeye hd ii", to olympus repair center for evaluation of an image that became discolored and looked as if the colors were running. During the evaluation, a purple- colored image defect was found due to a broken charged coupled device (r-unit). No patient injury or harm has been reported. This report is being submitted to capture the colored image defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found purple- colored image defect was found due to a broken charged coupled device (r-unit). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.